Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical representative reported via phone call that they experienced high blood glucose level and diabetic ketoacidosis. Customer¿s blood glucose was over 600 mg/dl at the time of incident. The customer treated for high blood glucose with manual injection. The customer was experienced vomiting. Canula was bent of infusion set. The insulin pump will not be returned for analysis.